Event description:
The customer complained of an info discrepancy when using a data communication/storage accessory (aegis). The twin data which had been entered into the ob calculation package on the system is reversed in the accessory generated report, i.e. Measurements for twin a appear under the heading of twin b and vice versa.